Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Balloon will not deflate. They cut off the inflation lumen, but the water will still not come out.